Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30055449m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring medication and pericardiocentesis. During mapping phase, before any ablation was done, cardiac tamponade was confirmed by the physician. Adjuvant drug therapy by anesthesia (vasopressors) was administered and the patient¿s blood pressure was monitored during the procedure. Reminder of the procedure was cancelled. At the end of the procedure, pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardium. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with an abbott brk-1 transseptal needle ((B)(4)) and an abbott slo sheath ((B)(4)) a mobicath small sheath was also used. The generator was in power control mode. The catheter irrigation was set at 30ml/min at less than 30 watts. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300-350 seconds. The shaft proximity interference (spi) value is unknown. The catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.